Event description:
Patient called lfs on 1/10/2003 alleging that their meter would power off during use. Troubleshooting was performed to declare if the automatic shut off (2 minutes after the last action) was an issue. The customer service representative replaced the meter because the meter would shut off before the time was up. Medical affairs specialist spoke with patient on 1/14/2003 and obtained further information regarding the meter reading inaccurately erratic. Sometime before the meter had started having power issues, the patient had obtained a "140 mg/dl" in the morning (date/time unknown) and taken their regularly prescribed diabetes pills. Pt had been having symptoms of frequent urination, dizziness, headaches and feeling hot (date/time unknown). Family member had taken pt to the ER, where pt had blood glucose level of "216 mg/dl" and high blood pressure. Patient reported that there was approximately 1-hour time difference between their meter reading and the ER meter reading. Pt did not seek any treatment before going to the ER. Patient was treated with insulin and a blood pressure pill and released the same day. A control solution test could not be performed and there is no evidence to suggest that the meter had been reading inaccurately.